Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated, the display of the infusion device is scratched and some segments are missing. No adverse event was reported. The alleged product was requested for evaluation.